Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2016-01600, 01601, 01602 and 01603) submitted for devices related to the same event.

Event description:
It was reported by a vad coordinator that power switching was noted. The controller and three batteries were switched and there was no effect on the patient.

Manufacturer narrative:
The reported event of power switching with the returned device, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of (B)(4)'s manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. Controller (B)(4) participated in these premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. In addition, all data entries were logged with the year 2000, indicating that a real time clock (rtc) reset had occurred. (B)(4) had not received an smr upgrade. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to a loose driveline connector port. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers as well as for loose driveline connector ports. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2016-01600, 3007042319-2016-01601, 3007042319-2016-01602 and 3007042319-2016-01603) submitted for devices related to the same event.